Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of rv capture observed during post-implant device check. Patient is dependent. Programming changes were made. Patient had a hematoma post-procedure and is currently stable.